Manufacturer narrative:
Concomitant medical products: 5076-45, 4194-78, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for the right ventricular (rv) lead due to high pacing impedance and possible ventricular undersensing. In addition, it was noted that the right atrial (ra) lead exhibited intermittent undersensing on the stored electrograms. The rv and ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv and ra leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.